Manufacturer narrative:
A maquet representative spoke to the customer concerning this event. The hospital representative did not indicate any malfunction of the surgical table. This investigation is ongoing, additional details will be provided in a follow-up report. (B)(4).

Event description:
It was reported to maquet by the hospital representative that after a 1.5 hour amputation surgery on the maquet surgical table; the patient was found to have sustained a deep tissue injury. (B)(4).